Event description:
It was reported that the patient had their modular cable replaced on (B)(6) 2024 while in the operating room . After the exchange the patient's system controller began to show all lights lit up. The patient's controller was exchanged. Modular cable MFR # 2916596-2024-00678.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of the system controller¿s light-emitting diodes (leds) being lit unexpectedly was confirmed via the controller¿s functional analysis. The returned system controller (serial number (B)(6)) was functionally tested. Most of the controller¿s leds became and remained active after the controller entered run mode which occurred after the driveline was connected during testing. The controller was functionally tested and operated a mock loop as intended despite the active leds. When the driveline was disconnected from the controller, all of the active leds flashed on and off alongside the driveline disconnect alarm. The controller was opened and was inspected at a component level. The controller¿s internal ribbon connector, which connects the main printed circuit board (pcb) to the membrane pcb, was observed to be damaged. Damage to this connector could cause the leds to become active in unexpected situations. The connector was removed, straightened, and reconnected. After this point, all of the controller¿s leds functioned as expected, and the controller fully operated as intended. A manufacturing analysis task was created under this event in order to address the issue of the internal ribbon connector being damaged. An awareness training for the hm3 controller manufacturing procedure was performed, and a revision to the manufacturing procedure was created on a change order which adds clarification to the inspection steps regarding the internal ribbon connector. Clarification for replacing the ribbon connector during the manufacturing procedure is also being added to reduce risk of damage to the ribbon connector due to excessive handling. The root cause of the reported event was isolated to an issue occurring during the controller¿s manufacturing procedure. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.